Manufacturer narrative:
Additional information: section h4 - device mfg date: updated from blank to 12/1/2019; section d10 - concomitant product added: alnty c-series cuvtte d, 04s52-01, unknown the customer replaced the cuvette washer dry tip which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the cuvette dry tip was identified.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): (B)(6)2024 sample ID (B)(6) initial result = 8.1 mg/dl, repeat = 2.0 mg/dl same patient, new sample drawn. Sample ID (B)(6)initial result = 1.9 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a patient sample. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): (B)(6) 2024 sample ID (B)(6). Initial result = 8.1 mg/dl, repeat = 2.0 mg/dl same patient, new sample drawn. Sample ID (B)(6) initial result = 1.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.